Event description:
It was reported that this implantable device recorded failure to capture with back up pulse in an electrogram (egm). Technical services (ts) reviewed the egm and discussed that the signals of back up pacing and the one capturing seem to be different because the blanking period after the two pacings are different. The longer blanking period allows for only the tail end of the qrs to be sensed on the egm, resulting in a smaller deflection. The device remains in service. No adverse patient effects were reported.